Event description:
On (B)(6) 2014, revision surgery was conducted to remove and replace a xenon set screw which was discovered detached at the l3 vertebrae during a three month post-op visit. The revision took approximately 45 minutes to complete. The 3-level xenon pedicle fixation construct was originally implanted in the beginning of (B)(6) 2014 at the l3-s1. No irregularities were noted at the time.

Manufacturer narrative:
A review of the device history record did not reveal any anomalies. The xenon set screw was properly manufactured and released according to design specifications. The suspect device is currently in transit. Upon receipt an evaluation will be conducted and a follow report submitted.